Event description:
Initially, on (B)(6) 2010 the (B)(6) patient called regarding a low drain volume alarm during the initial drain. Reportedly the patient was hospitalized for peritonitis. The reporting nurse stated the peritoneal effluent was a little cloudy. The patient's physician provided the following information: the (B)(6) male patient experienced peritonitis and was hospitalized on (B)(6) 2010. The patient received unspecified treatment. The patient is recovering from the event. Dianeal-n therapy was ongoing. The physician stated that peritonitis was suspected to be due to a break in aseptic technique and unrelated to dianeal-n pd-4 therapy. No laboratory/diagnostic tests were available. Medical history included nephrosclerosis and cerebral infarction. Concomitant medications were not reported. This is the master complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4). As the product code is unknown, a 510k number has not been identified.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
It was reported that the unit experienced an e-1 error.

Manufacturer narrative:
(B)(4). As the lot number was unknown, a batch review was not performed. The labeling review concludes that current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.